Event description:
It was reported that the pump battery could not be charged intermittently, resulting in the pump shutting down on occasions. Due to the shut down, the customer experienced a blood glucose (BG) level that was displayed as "High" on an unspecified date, and a specific value for the BG was not given. The customer addressed their BG with a correction bolus on the occasion it occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.